Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit was received with broken reservoir tube lip, missing o-ring reservoir tube, minor scratches on case, keypad overlay texture damage, serial number label fading, and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the reservoir came off when the customer took the insulin pump out of their pocket. Customer's blood glucose level was 3.6 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.